Manufacturer narrative:
Date of event: (B)(6)2019. Date of report: 03/26/2019. (B)(4). The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit didn't operate on the battery there was no patient involvement. Event date not specified; estimate used.